Event description:
This is the second of four reports concerning the same pt. This report concerns synplug size 10 product ID 804016. It was reported: 'according to the received complaint, there was a perifocal osteolysis at the cement plug. The pt was also experiencing weakening of the bone and loosening of the prosthesis'. Additional information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.